Event description:
Device issue: stent migrated. Time of device issue: during deployment. Adverse event: stent deployed partially in healthy tissue/another stent required to treat target lesion. Onset of adverse event: during the procedure. It was reported the target lesion was an ostial lesion in the circumflex. There was no predilatation and during deployment of a 3.0 x 8 mm promus, the stent migrated back covering part of the left ascending diagonal (lad). The promus stent was able to be post dilated; however, another unk stent was implanted to cover the rest of the target lesion. There were no reported patient complications. No add'l event or patient info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A f/u will be submitted with all relevant info.